Event description:
During delivery of the angiosculpt to the mid rca for an in-stent restenosis, the catheter separated while inside the pt and a buddy wire was used to retrieve the distal portion of the catheter. There was no pt injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that the distal shaft separated at the hypotube bond. Conclusions: root cause has been identified and corrective action has been initiated.